Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, an x-ray revealed that the right atrial lead had dislodged into the right ventricle. Programming changes were made at the physician's request and the lead was repositioned. The patient was stable after the procedure.